Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Upon receipt of the device, the lot number was provided. Therefore, date of manufacture was available. The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. An assessment was performed and the device passed all tests. No failures were identified. Therefore, an assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the reported burr-attachment heated and touched to the patient¿s lip during surgery. The patient¿s lip was burned. The surgery was complete with a delay, but the specific length of the delay is unknown. This report is 1 of 1 for (B)(4).